Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the critical care nurses reported in a pmcf a physician stated that the temporary pacing electrode catheter was not successfully able to capture and pace for the chosen duration of use because frustrating placement in relation to semi-floating tpe.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A potential root cause for this event would be, "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in a pmcf a physician stated that the temporary pacing electrode catheter was not successfully able to capture and pace for the chosen duration of use because frustrating placement in relation to semi-floating tpe.